Event description:
Customer stated that the device overheated during a procedure. There was minimal delay in the procedure. There was no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearing were corroded.